Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
During a device replacement procedure, the right ventricular lead threshold, pacing and sensing impedance increased after replacing the device. Upon further examination, insulation damage was found near the is-1 connector. The lead was explanted and replaced the following day. The patient was in stable condition following the procedure.